Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pelvic pain ("severe pelvic pain / pain") in a 25-year-old female patient who had essure (batch no. 872992) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 (B)(6) 2010), pre-eclampsia, nasal sinus cancer, rhabdomyosarcoma, facial reconstructive surgery, hypothyroidism, hypopituitarism, gastric operation, cardiomyopathy, high cholesterol, tonsillectomy, chemotherapy, c-section, menarche, irregular periods, pap smear abnormal, allergic rhinitis on (B)(6) 2017, gerd, seasonal allergy, hypertension, motion sickness, staphylococcal infection, breast reduction and tracheostomy. Previously administered products included for an unreported indication: mirena from 2010 to (B)(6) 2011, tramadol, keflex, amoxicillin and cefaclor. Past adverse reactions to the above products included fungal infection with amoxicillin; pruritus with tramadol; and rash with cefaclor and keflex. Concurrent conditions included overweight, anesthesia, bursitis since (B)(6) 2015, sacro-iliac pain, cholesteatoma since (B)(6) 2015, low back pain since (B)(6) 2015, headache, carpal tunnel syndrome, dysphagia, conductive hearing loss and micrognathia. Family history included skin cancer, colon cancer (father) and cancer (paternal uncle, paternal aunt). Concomitant products included levothyroxine since 1991 and simvastatin since 1992. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In november 2011, 5 years 9 months after insertion of essure, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vulvovaginal mycotic infection ("infection (other) describe: yeast infection"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). The patient was treated with amoxicillin, surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (partial hysterectomy / bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, female sexual dysfunction, vulvovaginal mycotic infection and headache outcome was unknown and the pelvic pain, migraine and dyspareunia was resolving. The reporter considered device dislocation, dyspareunia, female sexual dysfunction, headache, migraine, pelvic pain and vulvovaginal mycotic infection to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Mr- 3coils left side, 2 coils on right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. On (B)(6) 2016: hysterosalpingogram: confirmed that the essure device was successfully occluded. On (B)(6) 2017 : pelvic ultrasound : technique: transabdominal and endo vaginal imaging. Impression: 1. Small amount of fluid seen within cervix. Infectious should be ruled out. Current weight:156 lbs approximate weight at the time of essure placement: 145 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pelvic pain ("severe pelvic pain / pain") in a 25-year-old female patient who had essure (batch no. 872992) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ( (B)(6) 2010), pre-eclampsia, nasal sinus cancer, rhabdomyosarcoma, facial reconstructive surgery, hypothyroidism, hypopituitarism, gastric operation, cardiomyopathy, high cholesterol, tonsillectomy, chemotherapy, c-section, menarche, irregular periods, pap smear abnormal, allergic rhinitis on (B)(6) 2017, gerd, seasonal allergy, hypertension, motion sickness, staphylococcal infection, breast reduction and tracheostomy. Previously administered products included for an unreported indication: mirena from 2010 to (B)(6) 2011, tramadol, keflex, amoxicillin and cefaclor. Past adverse reactions to the above products included fungal infection with amoxicillin; pruritus with tramadol; and rash with cefaclor and keflex. Concurrent conditions included overweight, anesthesia, bursitis since (B)(6) 2015, sacro-iliac pain, cholesteatoma since (B)(6) 2015, low back pain since (B)(6) 2015, headache, carpal tunnel syndrome, dysphagia, conductive hearing loss and micrognathia. Family history included skin cancer, colon cancer (father) and cancer (paternal uncle, paternal aunt). Concomitant products included levothyroxine since 1991 and simvastatin since 1992. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, 5 years 9 months after insertion of essure, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fungal infection ("infection (other) describe: yeast infection"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). The patient was treated with amoxicillin, surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (partial hysterectomy / bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, female sexual dysfunction, fungal infection and headache outcome was unknown and the pelvic pain, migraine and dyspareunia was resolving. The reporter considered device dislocation, dyspareunia, female sexual dysfunction, fungal infection, headache, migraine and pelvic pain to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Mr- 3 coils left side, 2 coils on right side diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. (B)(6) 2016: hysterosalpingogram: confirmed that the essure device was successfully occluded. (B)(6) 2017 : pelvic ultrasound : technique: transabdominal and endo vaginal imaging. Impression: 1. Small amount of fluid seen within cervix. Infectious should be ruled out. Current weight:156 lbs approximate weight at the time of essure placement: 145 lbs. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs received. Added event migration of essure device. Updated events, onset date and outcome. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pelvic pain ("severe pelvic pain / pain") in a 25-year-old female patient who had essure (batch no. 872992) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 ((B)(6) 2010), pre-eclampsia, nasal sinus cancer, rhabdomyosarcoma, facial reconstructive surgery, hypothyroidism, hypopituitarism, gastric operation, cardiomyopathy, high cholesterol, tonsillectomy, chemotherapy, c-section, menarche, irregular periods, pap smear abnormal, allergic rhinitis on (B)(6) 2017, gerd, seasonal allergy, hypertension, motion sickness, staphylococcal infection, breast reduction and tracheostomy. *(B)(6) 2016: hysterosalpingogram: confirmed that the essure device was successfully occluded. (B)(6) 2017 : pelvic ultrasound : technique: transabdominal and endo vaginal imaging. Impression: 1. Small amount of fluid seen within cervix. Infectious should be ruled out. Current weight:156 lbs approximate weight at the time of essure placement: 145 lbs. Previously administered products included for an unreported indication: depo shot from (B)(6) 2011, mirena from 2010 to (B)(6) 2011, tramadol, keflex, amoxicillin and cefaclor. Past adverse reactions to the above products included fungal infection with amoxicillin; pruritus with tramadol; and rash with cefaclor and keflex. Concurrent conditions included overweight, anesthesia, bursitis since (B)(6) 2015, sacro-iliac pain, cholesteatoma since (B)(6) 2015, low back pain since (B)(6) 2015, headache, carpal tunnel syndrome, dysphagia, conductive hearing loss and micrognathia. Family history included skin cancer, colon cancer (father) and cancer (paternal uncle, paternal aunt). Concomitant products included levothyroxine since 1991, medroxyprogesterone acetate (depo provera) and simvastatin since 1992. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 years 9 months after insertion and 1 day after removal of essure. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vulvovaginal mycotic infection ("infection (other) describe: yeast infection"). On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced amenorrhoea ("amenorrhea"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with amoxicillin and surgery (salpingectomy (bilateral removal of fallopian tubes) and partial hysterectomy / bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, female sexual dysfunction, vulvovaginal mycotic infection, depression, anxiety and amenorrhoea outcome was unknown, the pelvic pain, headache, dyspareunia and abdominal pain lower had resolved and the migraine was resolving. The reporter considered abdominal pain lower, amenorrhoea, anxiety, depression, device dislocation, dyspareunia, female sexual dysfunction, headache, migraine, pelvic pain and vulvovaginal mycotic infection to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Mr- 3coils left side, 2 coils on right side . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-dec-2018: pfs received- new event amenorrhea and concomitant drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pelvic pain ("severe pelvic pain / pain") in a 25-year-old female patient who had essure (batch no. 872992) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 2010), pre-eclampsia, nasal sinus cancer, rhabdomyosarcoma, facial reconstructive surgery, hypothyroidism, hypopituitarism, gastric operation, cardiomyopathy, high cholesterol, tonsillectomy, chemotherapy, c-section, menarche, irregular periods, pap smear abnormal, allergic rhinitis on (B)(6) 2017, gerd, seasonal allergy, hypertension, motion sickness, staphylococcal infection, breast reduction and tracheostomy. Previously administered products included for an unreported indication: depo shot from (B)(6) 2011 to (B)(6) 2011, mirena from 2010 to 8-sep-2011, tramadol, keflex, amoxicillin and cefaclor. Past adverse reactions to the above products included fungal infection with amoxicillin; pruritus with tramadol; and rash with cefaclor and keflex. Concurrent conditions included overweight, anesthesia, bursitis since (B)(6) 2015, sacro-iliac pain, cholesteatoma since (B)(6) 2015, low back pain since (B)(6) 2015, headache, carpal tunnel syndrome, dysphagia, conductive hearing loss and micrognathia. Family history included skin cancer, colon cancer (father) and cancer (paternal uncle, paternal aunt). Concomitant products included levothyroxine since 1991 and simvastatin since 1992. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, 5 years 9 months after insertion of essure, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vulvovaginal mycotic infection ("infection (other) describe: yeast infection"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with amoxicillin, surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (partial hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, female sexual dysfunction, vulvovaginal mycotic infection, depression and anxiety outcome was unknown, the pelvic pain, headache, dyspareunia and abdominal pain lower had resolved and the migraine was resolving. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dyspareunia, female sexual dysfunction, headache, migraine, pelvic pain and vulvovaginal mycotic infection to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Mr- 3coils left side, 2 coils on right side . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. (B)(6) 2016: hysterosalpingogram: confirmed that the essure device was successfully occluded. (B)(6) 2017 : pelvic ultrasound : technique: transabdominal and endo vaginal imaging. Impression: 1. Small amount of fluid seen within cervix. Infectious should be ruled out. Current weight:156 lbs. Approximate weight at the time of essure placement: 145 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: plaintiff fact sheet received. Events (depression, mental anguish and cramping) and events outcome were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and pelvic pain ('severe pelvic pain / pain') in a 25-year-old female patient who had essure (batch no. 872992) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rhinitis on (B)(6) 2017, gravida I, parity 1 ((B)(6) 2010), pre-eclampsia, nasal sinus cancer, rhabdomyosarcoma, facial reconstructive surgery, hypothyroidism, hypopituitarism, gastric operation, cardiomyopathy, high cholesterol, tonsillectomy, chemotherapy, c-section, menarche, irregular periods, pap smear abnormal, gerd, seasonal allergy, hypertension, motion sickness, staphylococcal infection, breast reduction, tracheostomy and amenorrhea. (B)(6) 2016: hysterosalpingogram: confirmed that the essure device was successfully occluded. (B)(6) 2017 : pelvic ultrasound : technique: transabdominal and endo vaginal imaging. Impression: 1. Small amount of fluid seen within cervix. Infectious should be ruled out. Current weight:156 lbs. Approximate weight at the time of essure placement: 145 lbs. Previously administered products included for an unreported indication: depo shot from (B)(6) 2011, mirena from 2010 to (B)(6) 2011, tramadol, keflex, amoxicillin and cefaclor. Past adverse reactions to the above products included fungal infection with amoxicillin; pruritus with tramadol; and rash with cefaclor and keflex. Concurrent conditions included bursitis since (B)(6) 2015, cholesteatoma since (B)(6) 2015, low back pain since (B)(6) 2015, overweight, anesthesia, sacro-iliac pain, headache, carpal tunnel syndrome, dysphagia, conductive hearing loss and micrognathia. Family history included skin cancer, colon cancer (father) and cancer (paternal uncle, paternal aunt). Concomitant products included levothyroxine since 1991, medroxyprogesterone acetate (depo provera) and simvastatin since 1992. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 years 9 months after insertion and 1 day after removal of essure. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vulvovaginal mycotic infection ("infection (other) describe: yeast infection"). On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced amenorrhoea ("amenorrhea"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and genital haemorrhage ("abnormal bleeding"). The patient was treated with amoxicillin and surgery (partial hysterectomy / bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, female sexual dysfunction, vulvovaginal mycotic infection, depression, anxiety and amenorrhoea outcome was unknown, the pelvic pain, headache, dyspareunia, abdominal pain lower and genital haemorrhage had resolved and the migraine was resolving. The reporter considered abdominal pain lower, amenorrhoea, anxiety, depression, device dislocation, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal mycotic infection to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Mr- 3coils left side, 2 coils on right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and pelvic pain ('severe pelvic pain / pain') in a 25-year-old female patient who had essure (batch no. 872992) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rhinitis on (B)(6) 2017, gravida I, parity 1 ((B)(6) 2010), pre-eclampsia, nasal sinus cancer, rhabdomyosarcoma, facial reconstructive surgery, hypothyroidism, hypopituitarism, gastric operation, cardiomyopathy, high cholesterol, tonsillectomy, chemotherapy, c-section, menarche, irregular periods, pap smear abnormal, gerd, seasonal allergy, hypertension, motion sickness, staphylococcal infection, breast reduction, tracheostomy and amenorrhea. (B)(6) 2016: hysterosalpingogram: confirmed that the essure device was successfully occluded. (B)(6) 2017 : pelvic ultrasound : technique: transabdominal and endo vaginal imaging. Impression: small amount of fluid seen within cervix. Infectious should be ruled out. Current weight:156 lbs. Approximate weight at the time of essure placement: 145 lbs. Previously administered products included for an unreported indication: depo shot from (B)(6) 2011 to (B)(6) 2011, mirena from 2010 to (B)(6) 2011, tramadol, keflex, amoxicillin and cefaclor. Past adverse reactions to the above products included fungal infection with amoxicillin; pruritus with tramadol; and rash with cefaclor and keflex. Concurrent conditions included bursitis since (B)(6) 2015, cholesteatoma since (B)(6) 2015, low back pain since (B)(6) 2015, overweight, anesthesia, sacro-iliac pain, headache, carpal tunnel syndrome, dysphagia, conductive hearing loss and micrognathia. Family history included skin cancer, colon cancer (father) and cancer (paternal uncle, paternal aunt). Concomitant products included levothyroxine since 1991, medroxyprogesterone acetate (depo provera) and simvastatin since 1992. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 years 9 months after insertion and 1 day after removal of essure. In november 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vulvovaginal mycotic infection ("infection (other) describe: yeast infection"). On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced amenorrhoea ("amenorrhea"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and genital haemorrhage ("abnormal bleeding"). The patient was treated with amoxicillin and surgery (salpingectomy (bilateral removal of fallopian tubes) and partial hysterectomy / bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, female sexual dysfunction, vulvovaginal mycotic infection, depression, anxiety and amenorrhoea outcome was unknown, the pelvic pain, headache, dyspareunia, abdominal pain lower and genital haemorrhage had resolved and the migraine was resolving. The reporter considered abdominal pain lower, amenorrhoea, anxiety, depression, device dislocation, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal mycotic infection to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Mr- 3coils left side, 2 coils on right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2021: mr received. Reporter's information added.fu received. No new significant change made in medical context of case. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 25-year-old female patient who had essure (batch no. 872992) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 2010), pre-eclampsia, nasal sinus cancer, rhabdomyosarcoma, facial reconstructive surgery, hypothyroidism, hypopituitarism, gastric operation, cardiomyopathy, high cholesterol, tonsillectomy, chemotherapy, c-section, menarche, irregular periods, pap smear abnormal, allergic rhinitis on (B)(6) 2017, gerd, seasonal allergy, hypertension, motion sickness, staphylococcal infection, breast reduction and tracheostomy. Previously administered products included for an unreported indication: mirena from 2010 to (B)(6) 2011, tramadol, keflex, amoxicillin and cefaclor. Past adverse reactions to the above products included fungal infection with amoxicillin; pruritus with tramadol; and rash with cefaclor and keflex. Concurrent conditions included overweight, anesthesia, bursitis since (B)(6) 2015, joint pain, cholesteatoma since (B)(6) 2015, low back pain since (B)(6) 2015, headache, carpal tunnel syndrome, dysphagia, conductive hearing loss and micrognathia. Family history included skin cancer, colon cancer (father) and cancer (paternal uncle, paternal aunt). Concomitant products included levothyroxine since 1991 and simvastatin since 1992. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fungal infection ("infection (other) describe: yeast infection"). On (B)(6) 2017, 5 years 9 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced migraine ("migraines") and headache ("headaches"). The patient was treated with amoxicillin and surgery (partial hysterectomy / bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, female sexual dysfunction, fungal infection and headache outcome was unknown and the migraine and dyspareunia had resolved. The reporter considered dyspareunia, female sexual dysfunction, fungal infection, headache, migraine and pelvic pain to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Mr- 3coils left side, 2 coils on right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. (B)(6) 2016: hysterosalpingogram: confirmed that the essure device was successfully occluded. (B)(6) 2017 : pelvic ultrasound : technique: transabdominal and endo vaginal imaging. Impression: 1. Small amount of fluid seen within cervix. Infectious should be ruled out. Current weight:(B)(6) lbs approximate weight at the time of essure placement: (B)(6) lbs. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical record received. Events- "apareunia (inability to have sexual intercourse), infection (other) describe: yeast infection, migraines, headaches, dyspareunia (painful sexual intercourse)", lot number,historical condition, reporter, patient information added from pfs. Historical and concomittant condition, family history, lab data added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') and pelvic pain ('severe pelvic pain / pain') in a 25-year-old female patient who had essure (batch no. 872992) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergic rhinitis on (B)(6) 2017, gravida I, parity 1 ((B)(6) 2010), pre-eclampsia, nasal sinus cancer, rhabdomyosarcoma, facial reconstructive surgery, hypothyroidism, hypopituitarism, gastric operation, cardiomyopathy, high cholesterol, tonsillectomy, chemotherapy, c-section, menarche, irregular periods, pap smear abnormal, gerd, seasonal allergy, hypertension, motion sickness, staphylococcal infection, breast reduction and tracheostomy. (B)(6) 2016: hysterosalpingogram: confirmed that the essure device was successfully occluded. 1-may-2017 : pelvic ultrasound : technique: transabdominal and endo vaginal imaging. Impression: 1. Small amount of fluid seen within cervix. Infectious should be ruled out. Current weight:156 lbs approximate weight at the time of essure placement: 145 lbs. Previously administered products included for an unreported indication: depo shot from (B)(6) 2011 to (B)(6) 2011, mirena from 2010 to (B)(6) 2011, tramadol, keflex, amoxicillin and cefaclor. Past adverse reactions to the above products included fungal infection with amoxicillin; pruritus with tramadol; and rash with cefaclor and keflex. Concurrent conditions included bursitis since (B)(6) 2015, cholesteatoma since (B)(6) 2015, low back pain since (B)(6) 2015, overweight, anesthesia, sacro-iliac pain, headache, carpal tunnel syndrome, dysphagia, conductive hearing loss and micrognathia. Family history included skin cancer, colon cancer (father) and cancer (paternal uncle, paternal aunt). Concomitant products included levothyroxine since 1991, medroxyprogesterone acetate (depo provera) and simvastatin since 1992. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 years 9 months after insertion and 1 day after removal of essure. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vulvovaginal mycotic infection ("infection (other) describe: yeast infection"). On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced amenorrhoea ("amenorrhea"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and genital haemorrhage ("abnormal bleeding"). The patient was treated with amoxicillin and surgery (salpingectomy (bilateral removal of fallopian tubes) and partial hysterectomy / bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, female sexual dysfunction, vulvovaginal mycotic infection, depression, anxiety and amenorrhoea outcome was unknown, the pelvic pain, headache, dyspareunia, abdominal pain lower and genital haemorrhage had resolved and the migraine was resolving. The reporter considered abdominal pain lower, amenorrhoea, anxiety, depression, device dislocation, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal mycotic infection to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Mr- 3coils left side, 2 coils on right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event abnormal bleeding added. Rcc note added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results: (B)(6) 2016: hysterosalpingogram: confirmed that the essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.